Event description:
A discordant result for cardiac troponin I (ctni) was obtained on a dimension rxl max w/hm instrument on one patient. The result was reported to the physician, who questioned the falsely elevated result. The same patient sample was repeated on the same instrument and the corrected result was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant ctni result was due to user error. The tsc determined that the customer was using centrifuge settings that were outside of the collection tube manufacturers instructions for use (IFU) recommendation. The tsc recommended that the customer follow the tube manufacturers (IFU) for proper centrifugation. The tsc also determined that there were no instrument malfunctions during the time of this event. The instrument is performing within specifications. Further evaluation of the device is not required.